Event description:
The customer stated that one patient sample generated higher than expected results for the architect ca19-9 assay. A result of 1003 (unit of measure was not provided) was repeated at 914. The sample was then sent out to a reference lab and tested with another (non-abbott) method with a result of 7.5. The same patient sample was then retested on april 16 with the architect method and a result of 634.14 was generated. No impact to patient management was reported.

Manufacturer narrative:
Product lot number is added. Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
(B)(4). This report is being filed against an ex-us product (2k91-25) that has a similar product (2k91-27) distributed in the us. Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified normal complaint activity for the issue under the investigation. Accuracy testing was completed to evaluate the assay performance of lot 18262m500. The testing met acceptance criteria. The investigation results determined that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. Further investigation is not required. A malfunction was not identified. This issue is limited to a single patient. Troubleshooting was limited and accuracy testing was completed using panels and the likely cause lot showed that it can accurately detect known concentrations of the assay.